Event description:
Dexcom g7 sensor fails on activation. It's a 10 day sensor so I have no replacement when the last one before a prescription refill fails on day 1. Needle went in (blood) but sensor wire is bent in a loop on the exterior of the device.